Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, five days post implant, the patient developed asystole when lying on their right hand side. It was also reported the leadless implantable pulse generator (ipg) exhibited loss of capture in this position. The leadless ipg was explanted and replaced with a transvenous ipg system on the contralateral side. No further patient complications have been reported as a result of this event.